Event description:
The surgeon wanted form completed for pt with recurrent surgeries after gunshot wound. This case today scheduled for abdominal washout, and possible skin graft, did do skin graft performed, using zimmer dermatome, for new meshgrafter, when opened had old handle and thus did not work. Opened another [old] meshgrafter and once skin obtained for grafting, when using mesh grafter, it did not properly mesh. A problem with the blade, some areas cut too deeply, others not meshed, needed to use knife blade to make additional cuts, and may need future additional skin graft. Surgeon states this is recurrent problem with dermatomes and mesh grafters, handles not correct or do not work. No harm to pt.